Event description:
Inaccurate cgm values. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. The reported glucose values fall within the c zone of the parkes error grid.

Manufacturer narrative:
(B)(4).